Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump possibly dispensed insulin during the load step. The reporter did not allege any harm or injury because of the alleged issue. Through troubleshooting, the anm representative involved in this contact determined that the pump primed the tubing during the load step. The reporter denied however, that insulin was visibly primed out of the tubing during the load step. The reported issue was not resolved with troubleshooting. At the time of contact with anm, the reporter stated that she would keep the patient off of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump possibly dispensed insulin during the load step. There was no allegation that the reported issue caused or contributed to a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4) - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found against the complaint; bad force sensor calibration was found on the bench during the investigation. The pump fails force sensor calibration check. Review of the black box shows no zero force loss of prime warnings or "no cartridge detected" warnings. Consistent force was observed with no loss of prime issues observed. An "ezprime" operation was performed with no difficulties. A cartridge was loaded with approximately 175u and was correctly recognized. No fluid was pushed out during the "load" step or "prime" steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.